Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed black screen. The customer attempted unplugging and reconnected the device, as well as rebooted it, but these actions does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist confirmed that remote support service (rss) was online upon creating the case. The tss dialed into the station and, upon checking, verified that the station was up and running. The customer was informed that the station was back online. The customer verified the functionality and granted permission to close the ticket. The start type of the windows modules installer service was changed from demand start to auto start, and the rss issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.